Event description:
The latching mechanism on the capno pod broke off when trying to remove the module from the back of the spacelabs qube monitor. The latch is held on to the capno pod with a small piece of plastic. The pressure of the release mechanism creates enough strain on the plastic to cause it to deform slightly. Improper removal technique of the capno pod will also cause damage. This capno pod was only in service for about two weeks when the failure occurred. Manufacturer response for co2 monitoring module, capno pod (per site reporter): sales rep offered to do staff training on proper removal of device from monitor.